Event description:
Abbott diabetes care received a medwatch report in which the customer reported, "have had a series of issues with the abbott freestyle libre continuous glucose monitor, most recently I received a defective cgm that does not function". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.